Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her first ins twisted and stopped working. The patient also reported that she lost weight. The patient reported that a revision happened about a year after implant. The patient reported that her first ins continued to twist and stopped working even after a revision with special suturing. The patient reported that it had something to do with her body; she can¿t make scar tissue. The patient reported that when the ins was replaced the surgeon noted the ins was not where it was implanted. The patient reported that her husband could see the ins when she bent over and she could easily feel it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.